Event description:
It was reported that during follow-up, an increase in pace/sense impedance, subsequent high impedance, and a rise in pacing threshold was noted. At maximum pacing output of the device, ventricular capture did not occur. Testing with the existing lead and new device resulted in high impedance and no capture. Because it could not be determined if the issue was due to the lead or the device, both were replaced. It was noted that the device was damaged during the explant procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B) (4): the device was not returned. Further investigation not possible without device. Event included in monitoring systems.